Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms and showed no sensing. A revision procedure was performed, and a lead conductor fracture and insulation damage were identified. Consequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms and showed no sensing. A revision procedure was performed, and a lead conductor fracture and insulation damage were identified. Consequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms and showed no sensing. A revision procedure was performed, and a lead conductor fracture and insulation damage were identified. Consequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/body fluid in the lumen and blood/tissue within helix housing. Additionally, visual inspection also revealed insulation damage and twisting in the lead body at approximately 55, 80, 175, 225, and 230 millimeters (mm) from the terminal end. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 210 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of device sensing issue, and pacing impedance out of range were likely caused by the confirmed fracture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms and showed no sensing. A revision procedure was performed, and a lead conductor fracture and insulation damage were identified. Consequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.